Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash on her back and stomach. The rash was reportedly red and bumpy. The patient's physician prescribed a cream to use on the rash. Follow-up indicated that the rash was improving.